Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the catheter broke in two while slitting. The catheter was removed and different catheter was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The mechanical operation of the catheter shaft was broken into two pieces. The mech anical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter peeling/slitting/splitting was partially executed. Visual summary analysis of the lead indicated apparent damage during use.if information is provided in the future, a supplemental report will be issued.